Event description:
Customer reported that their insulin pump was frozen. Customer stated that they took their batteries out and placed them back in and they received a battery out limit alert. Customer also stated that the buttons are not unresponsive. Customer's current blood glucose reading is 122 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.